Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a no disposable clamp tubing alarm. The patient had already stopped and restarted the pump, which now reads ¿run.¿ patient inquired about the meaning of the alarm and the cause, as they had experienced several issues with this alarm. The patient was redirected to their physician. The reservoir volume was 32.8 ml, the rate was 2.2 ml/hr, and the given amount was 67.3 ml. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.